Event description:
Customer reported differential results were not generated for quality control sample, abnormal level 2 of 5c cell control, and the white blood cell (wbc) results were low or flagged with instrument generated flags of non-numeric dots (::::) for patient samples when using the coulter lh 500 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results reported out of the laboratory associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found the wbc (white blood cell) count was low on all levels of 5c cell control and the differential results were not generated for the abnormal 2 level only. The fse stated the low wbc or instrument flagged results obtained on controls and patient samples, was due to a partially clogged or restricted wbc aperture and the aperture (bath) was bleached to resolve this. The fse checked the pump volumes for erythrolyse and stabilyse and verified all within specification and advised the lab to set the room temperature between 23 and 24 c to improve the generation of the differential results for the abnormal 2 level control. The instrument was verified and validated.